Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned stent delivery system showed a partially deployed stent. The thumb slider had been retracted by 50 mm, the outer sheath by 20 mm, and the stent was partially deployed by 3 mm. Further deployment was not possible due to increased resistance. No defects in the inner assembly or indications of a manufacturing-related cause were identified. Based on evaluation of the delivery system returned incomplete, partial deployment of the stent is confirmed. However, a definite root cause for the reported failure to deploy the stent could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The potential issue associated with the reported event was found addressed. The instructions for use states: if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit. Correct stent deployment, as well as preparation of the procedure and materials required, were found described in the instructions for use, e.g., do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Predilation of the lesion should be performed using standard techniques.; gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent vascular stent via afs right. During the procedure, the stent allegedly failed to be deployed. Catheter removed and the procedure completed placed a new stent. Further, it was found that there was a misfire happened.